Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a clinical study in regard to a patient receiving dilaudid 2.0 mg/ml at 0.7507 mg/day and bupivacaine 30.0 mg/ml at 11.260 mg/day via an implantable infusion pump. On (B)(6) 2015, the dose was increased 30% to infuse 1.0009 mg/day of dilaudid and 15.014 mg/day of bupivacaine. The indication for use (IFU) was listed as malignant pain and cancer pain. It was reported that device interrogation revealed a pump motor stall with recovery. The date of test was (B)(6) 2015. The device diagnosis was a pump motor stall. The patient did not report an MRI. The outcome was resolved without sequelae on (B)(6) 2015. No actions were taken. The etiology was indicated as related to the device or therapy, and not related to the implant procedure. The cause, symptoms and clarification in regard to the outcome reported was requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a healthcare professional via a clinical study. The motor stall occurred on (B)(6) 2015 at 17:49, and recovered on (B)(6) 2015 at 18:10. A second motor stall occurred on (B)(6) 2015 at 11:30 and recovered on (B)(6) 2015 at 12:41.

Event description:
Additional information was received from a healthcare professional via a clinical study. The cause of the event was not determined.